Event description:
Additional information received via email on 29-nov-2022: this product was not used on any patient when it failed.

Manufacturer narrative:
Other, other text: b5: additional information. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that there was a syringe plunger sensor error. There was no patient injury reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition review of the event history log showed occurrences of "check syringe plunger sensor." Functional testing duplicated the reported issue. The investigation determined that a broken screw boss found in the left plunger case assembly was the cause of the reported issue. The flippers were getting intermittently stuck. The left plunger case was replaced. Service history review identified this device has not been in for service previously.